Event description:
Procedure type: wedge resection. According to the reporter: in a post-surgical, x-ray the physician saw a little piece similar a piece of mechanical suture. Without post surgical complications. After one surgery, he took an x-ray to the pt and he saw a little piece inside the pt. The piece was a small rectangular metallic piece, 1 x 0, 5 cm, one edge round. No health issues with the pt. No problems were observed during the procedure. No reinforcement material was used.

Manufacturer narrative:
(B)(4).